Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During the polishing part of the procedure a small tear was created in the posterior capsule. The tear was extended, creating a posterior capsulorhexis and the primary amo zcb00 lens was implanted with no issue. No vitreous removal was required.

Manufacturer narrative:
One handpiece was received for investigation in an open condition. The original packaging was not returned. Visual inspection of the handpiece found evidence of usage in the form of surgical residue. The handpiece and the sleeve meet current manufacturing specification. A review of the DHR found no deviations or issues were detected.

Manufacturer narrative:
Correct manufacture site contact and address.